Event description:
During a routine appointment in (B)(6) 2019 in situ measurements showed 3 channels with low impedance. These channels were deactivated ad the fitting took place as planned. There was no reported accident or trauma or any decrease in hearing performance. The external parts were checked, and no problems were reported. No imaging was done to check the position of the electrodes. No feedback could be given about the sound quality, as the device is used mainly to assist in lip reading and access to sound. The user has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: according to the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. Additionally, in situ measurements showed several channels involved in a short-circuit due to undetermined reasons. However, to determine an exact root cause of failure a device investigation at the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
During a routine appointment in may 2019 in situ measurements showed 3 channels with low impedance. These channels were deactivated ad the fitting took place as planned. There was no reported accident or trauma or any decrease in hearing performance. The external parts were checked, and no problems were reported. No imaging was done to check the position of the electrodes. No feedback could be given about the sound quality, as the device is used mainly to assist in lip reading and access to sound. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a routine appointment in situ measurements showed 3 channels with low impedance. These channels were deactivated ad the fitting took place as planned. There was no reported accident or trauma or any decrease in hearing performance. The external parts were checked and no problems were reported. No imaging was done to check the position of the electrodes. No feedback could be given about the sound quality, as the device is used mainly to assist in lip reading and access to sound.